Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned, one showing the product pouch label and one small low resolution embedded photo of a spinning spiros. No leakage was able to be observed from the low resolution photograph. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Without return of the affected sample probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device was discarded. Without the returned device a probable cause is unable to be determined.

Event description:
A medsun mandatory medwatch report was received that stated, "patient was receiving vidaza injection with closed-system transfer device attached to the end of the syringe. Nurse met resistance with vidaza and while attempting to push the drug, vidaza sprayed out of the closed-system transfer device spraying onto nurse and patient." Additionally, the customer stated the only set up nursing did was attach the needle to spiros and there were no issues during priming/set-up of the syringe in question. The location where leakage was observed was in the middle of the device. The inside tube seemed to rupture and clear fluid filled the outer walls from the inside. There were no observed component damages and anomalies, they could only see the clear fluid (medication). The original procedure was to administer vidaza. The event occurred in an outpatient treatment facility. There was patient involvement and no report of human harm.